Manufacturer narrative:
Device manufacture date: may 27, 2021 - may 31, 2021. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak was performed which observed a leak from port 2. The cause of the condition could not be determined; however, a potential cause is due to irregularities in the tooling of the product during the manufacturing process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned em2400 valve set, a leak was observed from port 2. No additional information is available.